Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery was draining after 30 minutes of use. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the functional testing the monitor failed during pulse delivery. This resulted in burnt and damaged traces on both the c/a and defib pcbs. The root cause for the pulse failure cannot be positively determined due to extensive damage on the c/a and defib pcbs. The patient flag files do not show any evidence of excessive current draw by the monitor. All flags indicating average current consumption are well within the normal range. The patient's battery packs and charger were also evaluated and found to be fully functional. It does not appear the reported problem (battery draining after 30 minutes of use) is related to the pulse failure during servicing.